Manufacturer narrative:
The device was manufactured february 16, 2017 ¿ february 17, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. For flow related issues a functional flow test must be performed on the actual device to verify the flow rate accuracy of the device; therefore, the reported problem could not be objectively confirmed via the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a single day infusor would not flow. After seventeen hours post device infusion, the infusor only administered 10 ml of an unspecified medication. The patient experienced moderate to intense postoperative pain. The device was switched out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.